Event description:
A patient reported experiencing inaccurat erratic results with a one touch ultra meter. The patient's blood glucose results were 41mg/dl, 82mg/dl, 98mg/dl. Tests were done <10 minutes apart with a difference of 34mg/dl. Patient did not experience any adverse events. No further information has been reported.